Event description:
Information was received from a healthcare provider regarding a patient having sacroiliac and thoracolumbar spinal surgery. The procedure was a removal of prior l3-s1 posterior hardware with extension and fusion from t10-pelvis utilizing ballast cmas screw system and solera 5.5/6.0 screw system. The preop diagnosis was failed prior fusion with revision of failed l5/s1 olif hardware. Supplemental fixation was provided from t10-pelvis on this particular surgery. It was reported that screwdriver was broken during the procedure. Issue occured post-incision. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): part # nav1400: lot # ca22g072, visual and optical inspection confirmed the shaft of the driver has broken. Optical inspection did not reveal any damage that would contribute to the instrument breaking. The damage to driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.